Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) lead showed an elevated threshold. The lead was explanted and replaced. The patient's condition was stable.